Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was received for investigation. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating the implant, minor nicks around the threads and the collar, and damage along the implant's inner hex. However, the subject mount was not returned for assessment. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. In addition, no relevant patient factors that could cause or contribute to the reported event were noted in the per. Pictures or x-ray images were not provided of the fractured mount. DHR review was completed for the subject lot number (63980227). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63980227) for similar event and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or device (tsvwh11). Therefore, based on the available information, device malfunction could not be verified without the mount as a result the reported event was nonverifiable. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4). PMA/510(k) number: k013227.

Event description:
It was reported a fractured mount inside the implant (tsvwh11) during placement. Procedure was completed using another implant. Tooth location 5.